Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that solenoid controlling full height drawer 2 had slight discoloration. A field service engineer (fse) removed drawer and replaced the solenoid; however, upon powering back on, solenoid fired open for no reason. Further troubleshooting led to replacement of the drawer controller, after which the drawer functioned normally. The unit was fully tested in diagnostics, and the customer verified functionality by performing an inventory check with no issues observed. Additional confirmation from pharmacy staff indicated no visible smoke, only a mild odor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went black and an unusual odor was noticed. However, there were no delays or adverse events or injuries reported based on this event.